Manufacturer narrative:
Concomitant product(s): a 5076-45 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent loss of capture had been observed on the right ventricular (rv) lead during cardiopulmonary resuscitation. No loss of capture was observed on the presenting electrogram. The lead remains in use. No patient complications have been reported as a result of this event.